Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi)for failure analysis investigation. The arm was installed and configured onto a system and powered on in maintenance mode. The arm failed the brake drop test which ties to the reported problem. The arm will be upgraded. Both axes 1, axis 2 brakes, bearings, shaft, and gear will be replaced. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Error 23022 brake fault was generated on patient side manipulator (psm) 2 axis 2 during start up. An intuitive surgical, inc. Representative (field service engineer) replaced the arm to resolve the issue. No patient harm, adverse outcome or injury was reported.